Manufacturer narrative:
Visual inspection and dimensional analysis were performed on the returned device. The reported bent was confirmed. The reported difficulty to remove could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to difficulty removing a catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire which likely led to the reported bent tip and observed damage to the coils. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed in the distal third of the left anterior descending (lad) artery. The hi-torque (ht) balance middleweight (bmw) guidewire was advanced and the dragonfly opstar imaging catheter was used for imaging without issue. A stent was implanted and the imaging catheter was advanced for post-run execution when an error message "connection failure 395 - the imaging catheter could not be connected. Please unload and try again (cal-002)". The ht bmw guidewire was being removed when resistance with the catheter was noted since sliding was not easy but removed independently. A minor damage [bent tip] was noted on the radiopaque tip of the guidewire. Also upon inspection of the dragonflly opstar, a light signal at the second marker of the lens was observed and possible damaged lens. The procedure was completed at this point without the final post-procedure imaging. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 & d4 is filed under separate medwatch report number.